Event description:
The reporter performed back to back (rapid succession) blood glucose test at the health care professional's office. The reporter obtained results of 37 mg/dl and 55 mg/dl and the health care professional's result was 114 mg/dl (meter type unknown). A control solution test result was 37 (92-137).